Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - pump/driveline d4: model #:  1103 / catalog #:  1103 / expiration date: 31-oct-2020 / serial #: (B)(6) d6a: implanted date: (B)(6) 2019 d9: no h3: no h4: mfg date: 04-oct-2018 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm attributed to depletion of the internal battery. The patient was admitted to the hospital. A controller exchange was attempted, however the ventricular assist device (vad) did not restart. The first controller was changed back and vad restarted successfully. Log files data was reviewed, and it was determined that the new controller had been in manual start mode and no pump start attempt was logged. A second exchange attempt was made the next day and the vad restarted without issue or patient complications. It was noted that the driveline connector was very difficult to remove from the controller, which was suspected to possibly be due to a patient-made prior repair to the driveline strain relief. No patient complications have been reported as a result of this event.